Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D08063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced arthralgia ("joint pain"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D08063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced arthralgia ("joint pain"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter, product lot number and event (essure confirmation test not conducted) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D08063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced arthralgia ("joint pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dyspareunia, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated. On (B)(6) 2016, she implanted essure (previously reported as (B)(6) 2016).added events dysmenorrhea (cramping). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis') in an adult female patient who had essure (batch no. D08063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced arthralgia ("joint pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dyspareunia, back pain and migraine was resolving and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. New event migraines / headaches was added. Updated outcome of events - abdominal pain, pelvic pain, back pain, joint pain, migraines / headaches, dyspareunia from unknown to recovering / resolving. Patient height was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.